Event description:
The customer reported that the left panel has a tear in the netting. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the right window has a six foot tear in the netting. The right side has a one inch tear in the netting on the panel. (B) (4).